Manufacturer narrative:
The device will not be returned to zimmer (B)(4) for analysis. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01571, 0002648920-2017-00179, 0002648920-2017-00180 & 0002648920-2017-00181.

Event description:
It was reported that the patient's right hip was revised approximately seventeen years post-implantation due to loosening and pain. No delay was reported. Medical records indicated that the patient experienced pain, ambulation difficulty, irritability, gait, positive trendelenburg, and aseptic loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.